Manufacturer narrative:
On 05 april 2017 the r&d project manager performed a visual inspection of the retrieved item and commented as follows: after having analyzing the item, we can state that the route cause of the failure can be identified in the wearing.

Manufacturer narrative:
After surgery, the sales representative checked the mechanism and it was obvious that even with the slightest touch on the distal ring (without touching the button) the mechanism went further than what was set. Batch review performed on 27 march 2017. Lot 1651109: (B)(4) items manufactured and released on 25 july 2016. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot.

Event description:
During a procedure on l4-l5 while using the alif inserter 12mm with the straight drill, the depth mechanism went further than the setting of 30mm when the drill guide hit the surface of the alif inserter. A second drill straight was used to complete the surgery and the event did not re-occur. The surgery was completed successfully. There was no patient harm and no delay was noticed.